Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
(B)(6). This report is filed january 12, 2016. The implanted device remains.

Event description:
Per the clinic, the device was explanted (B)(6), 2015 due to infection and soft tissue complication.